Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-74, serial#: (B)(4), description: avista MRI perc lead kit, 74 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient does not experience pain relief and was having stimulation coverage in ribs that was aggravating the pain. The patient underwent an explant procedure.